Manufacturer narrative:
Product family: scs-linear leads/ upn: m365sc2352500/ model: sc-2352-50/ serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to leads migration, which also cause stimulation lost as the patient was no longer getting coverage. The patient is doing great post operatively. The explanted device will not be returned per facility policy.